Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted the customer observed the issue during the first power up of the day (alarm: main alarm failed). A philips service engineer (se) reported that the customer's issue was confirmed (intermittent main alarm failed). The fse switched the speakers (left to right), and the issue was resolved. The device was returned to full functionality.